Event description:
A customer reported experiencing a high blood glucose event with an unspecified cause. The highest blood glucose level was displayed as "high," but no specific value was given. The customer resolved the issue by changing the infusion set and cartridge. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting their blood glucose levels, which the customer acknowledged.